Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) failed calibration. The device was not changed out, as they finished the case using the manual control knobs with no problems. There was no delay, o blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Failed calibration alerted the customer but they did not see it. The reported complaint was confirmed by data log analysis. The data logs show a calibration failure on the event date. There is only one attempt to calibrate. This event was the result of user error per instructions for use (IFU), advanced perfusion system-1 electronic pt gas system addendum, "if calibration fails on the first attempt, retry calibration". After this failed calibration the manual controls were used to successfully run the gas system. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.